Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and tortuous lesion at the coronary opening exhibiting 90% stenosis. No abnormality was noticed during inspection of the device prior to use. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated 4 times by a 2.0x20 mm balloon catheter at 8atm for 30 seconds. 60% stenosis remained after pre-dilation. It is reported that during advancement of the device through the guide catheter the stent dislodged. The stent did not exit the tip of the guide catheter prior to dislodgement. The physician retracted the guide catheter slowly and removed the dislodged stent still within the guide catheter. The physician dilated the lesion with a balloon several times and completed the operation. The physician commented that the event was related to the patient¿s vessel calcification and a deviate angle when operating. No patient injury was reported as a result of the event. Please note that this device, endeavor resolute, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.